Event description:
Overdelivery reported: the pump was programmed to deliver fortaz 1.0gm at an unspecified rate to be infused over one hour. The bag contained 2 doses, so the nurse programmed a dose limit to infuse only one of the two doses. The customer contact did not recall that the pump continued to infuse after the dose limit volume was delivered without alert. Consequently, the pt received both doses. There was no pt harm reported. The physician was notified, but no orders were rendered. Althugh requested, there was no add'l info available.